Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly during our testing. No damage in the keypad assembly noted and no unlocked j2 lcd keypad connector during visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that insulin pump may have been exposed to moisture. Customer's blood glucose reading was 119 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.